Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. The event was reported by the sales representative. The healthcare facility is: (B)(6). (B)(4).

Event description:
This report pertains to one of three cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three cre fixed wire dilatation balloons were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on unknown date. During the procedure, they noticed that all three balloons were leaking. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.